Manufacturer narrative:
(B)(4). Wedge band bypass. The analysis results found that the tsb35 device was returned in good conditions, in addition a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fired 2/3 and the right side was fully fired. After further analysis several the cartridge deck and sled were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the drivers to continue its run, therefore damaging the sled. When the mechanism is forced the wedge band from the device can bypass the cartridge sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was difficult to fire with a blue cartridge. Another device and a few clips were used to complete the case. There was no patient consequence. On what tissue type was the device used? Bowel. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)1st firing. What color cartridge was being used? Blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.